Event description:
Company rep reported pt has had concerns while using the infusion device in (B)(6) 2011. Company rep stated the dsn reported the pt's blood glucose control while using the infusion device was always erratic. Company rep reported that in (B)(6) 2012, pt was admitted to the hospital with dka and was very poor. No blood glucose levels were provided. Pt's normal blood glucose range was not provided. Company rep stated the hospital asked that a rep come and lock at the infusion device and troubleshoot as the pt was concerned the device was not working properly. Company rep reported speaking to the sales rep who stated she could find no issues with the infusion device or the pt's technique. Company rep stated the pt was taken off of the infusion device, placed on an intravenous infusion and his blood glucose levels stabilized within hours. Company rep reported pt was then placed on pen therapy again with good glucose control. Company rep stated pt was reconnected to his infusion device and within hours his blood glucose levels were sky high with no explanation. Company rep reported after a couple of weeks and consistently elevated blood glucose levels; the pt was taken off of the infusion device and placed on a competitor's infusion device. Company rep stated the pt's blood glucose levels were stable within 24 hours and has remained stable. No further info is available. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.